Event description:
Customer stated that she was hospitalized due to hyperglycemia and chron's disease. Blood glucose levels were over 600 mg/dl at the time of emergency room visit. Customer was treated with an insulin infusion. Customer stated that she did not feel that her insulin pump was malfunctioning, but rather the hyperglycemia occurred because of the flare up of her chron's disease. Blood glucose levels at the time of the call were not provided. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.